Event description:
It was reported that the device did not give an alarm during an asystole. After questioning further, it turned out that the device gave an iec alarm with a low volume (about 10%). This alarm was not recognized from the user, because the customer is used to the infinity alarm. There was a pt death reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.